Event description:
It was reported during an in clinic follow up that the implantable cardioverter defibrillator had atrial signal falling in ventricular blanking period leading to the discriminator incorrectly interpreting supraventricular tachycardia as ventricular tachycardia. The patient received inappropriate anti-tachycardia pacing as a result. No programming changes were completed and the device will continue to be monitored. The patient was stable and asymptomatic.